Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-04503. It was reported that the patient was experiencing ineffective therapy due to impedance problems on 2 leads located at t11 and t12. Reprogramming was unable to resolve the issue. As a result, surgical intervention is expected to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-22074. Related manufacturer reference number: 1627487-2020-22075. It was reported that the patient's t11 and t12 leads were explanted on (B)(6) 2020. During the procedure, the l2 lead was exhibiting high impedances as well. While trying to remove this lead, the patient's l1 lead was accidentally cut. As a result, the l1 and l2 leads were explanted and replaced. Therapy was restored.